Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.602.042, synthes lot: j003691-02, supplier lot: j003691-02, release to warehouse date: 20 april 2021, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: during evaluation at service and repair it was found out that the 12nm torq limiting wrench f/ dual-op uss had failed in calibration. The repair technician reported device failed torque testing and was out of calibration. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low torque. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair it was found out that the 12nm torq limiting wrench f/ dual-op uss had failed in calibration. There was no patient involvement. This report is for one (1) 12nm torq limiting wrench f/ dual-op uss this is report 1 of 1 for complaint (B)(4).